Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing and the review of the alarm log revealed that the device had presented a downstream occlusion alarm. The cause of the condition was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.